Event description:
A customer contacted beckman coulter inc. (Bec) stating that there was a leak observed from the bottom of the ion-selective electrode (ise) modular area in the unicel dxc 800 pro synchron chemistry analyzer. The customer stated that the leak appeared to be coming from ise line #13, possibly at the junction block. Customer technical support (cts) advised the customer to disable the ise modular. No injury or operator exposure was reported in this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse observed liquid overflowing from the ise waste tube. The fse also observed particulate matter clogging one of the lines (line # 36) and waste valve. The fse replaced line #36 and cleaned the clogged waste valve; this resolved the leak issue. The fse also performed additional preventive maintenance procedures. Repairs were verified per established procedures prior to returning it into service. (B)(4).